Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. 646523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "essure device might not be successfully occluded". The patient's concurrent conditions included allergy, myopia and uterine bleeding. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), eye disorder ("vision/eye problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia,"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping),"), hormone level abnormal ("hormonal changes"), migraine ("migraines"), headache ("headaches,"), rash ("rashes or skin conditions"), fibromyalgia ("fibromyalgia;"), alopecia ("hair loss") and hypersensitivity ("allergy"). The patient was treated with surgery (hysterectomy total laparoscopic, laparoscopic bilateral salpingo-oophorectomy, cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine and hypersensitivity had resolved, the eye disorder, vaginal haemorrhage, menorrhagia, female sexual dysfunction, tooth disorder, dysmenorrhoea, hormone level abnormal, headache, rash and fibromyalgia outcome was unknown and the alopecia was resolving. The reporter considered alopecia, dysmenorrhoea, eye disorder, female sexual dysfunction, fibromyalgia, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, pelvic pain, rash, tooth disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: essure device might not be successfully occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr: new events: vaginal haemorrhage, menorrhagia, dysmenorrhoea, hormone level abnormal, migraine, headache, rash, fibromyalgia, eye disorder were added. Reporter, patient demographic information, product lot number, concomitant diseases added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. 646523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "essure device might not be successfully occluded". The patient's concurrent conditions included allergy, myopia and uterine bleeding. Concomitant products included atorvastatin calcium (lipitor), gabapentin since 2010, nortriptyline, omeprazole since 2010 and vitamin d nos (vitamin d). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches,"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced eye disorder ("vision/eye problems"), female sexual dysfunction ("apareunia,"), tooth disorder ("dental problems"), rash ("rashes or skin conditions"), fibromyalgia ("fibromyalgia;"), alopecia ("hair loss"), hypersensitivity ("allergy"), depression ("depression") and anxiety ("mental anguish") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy total laparoscopic, laparoscopic bilateral salpingo-oophorectomy, cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, rash and hypersensitivity had resolved, the eye disorder, vaginal haemorrhage, menorrhagia, female sexual dysfunction, tooth disorder, dysmenorrhoea, hormone level abnormal, headache, fibromyalgia, depression and anxiety outcome was unknown and the alopecia was resolving. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, eye disorder, female sexual dysfunction, fibromyalgia, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, pelvic pain, rash, tooth disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: unilateral occlusion (right tube occluded); on (B)(6)2010: results: the left essure device might not be successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new event depression, mental anguish were added. Outcome of rash updated to recovered / resolved. Concomitant and treatment medication were added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. 646523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "essure device might not be successfully occluded". The patient's concurrent conditions included allergy, myopia and uterine bleeding. On (B)(6) 2009, the patient had essure inserted. In 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), eye disorder ("vision/eye problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia,"), tooth disorder ("dental problems"), hormone level abnormal ("hormonal changes"), migraine ("migraines"), headache ("headaches,"), rash ("rashes or skin conditions"), fibromyalgia ("fibromyalgia;"), alopecia ("hair loss") and hypersensitivity ("allergy"). The patient was treated with surgery (hysterectomy total laparoscopic, laparoscopic bilateral salpingo-oophorectomy, cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine and hypersensitivity had resolved, the eye disorder, vaginal haemorrhage, menorrhagia, female sexual dysfunction, tooth disorder, dysmenorrhoea, hormone level abnormal, headache, rash and fibromyalgia outcome was unknown and the alopecia was resolving. The reporter considered alopecia, dysmenorrhoea, eye disorder, female sexual dysfunction, fibromyalgia, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, pelvic pain, rash, tooth disorder and vaginal haemorrhage to be related to essure. Diagnostic results: (B)(6) 2010, hysterosalpingogram (hsg) result- unilateral occlusion (right tube occluded) health care said that the left essure device might not be occluding tube . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-aug-2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. 646523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "essure device might not be successfully occluded". The patient's concurrent conditions included allergy, myopia, uterine bleeding and cholesterol. Concomitant products included atorvastatin calcium (lipitor), gabapentin since 2010, nortriptyline, omeprazole since 2010 and vitamin d nos (vitamin d). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches,"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). In 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced eye disorder ("vision/eye problems"), female sexual dysfunction ("apareunia,"), tooth disorder ("dental problems"), rash ("rashes or skin conditions"), fibromyalgia ("fibromyalgia;"), alopecia ("hair loss") and hypersensitivity ("allergy") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy total laparoscopic, laparoscopic bilateral salpingo-oophorectomy, cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, migraine, rash and hypersensitivity had resolved, the eye disorder, vaginal haemorrhage, female sexual dysfunction, tooth disorder, dysmenorrhoea, hormone level abnormal, headache, fibromyalgia, depression and anxiety outcome was unknown and the alopecia was resolving. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, eye disorder, female sexual dysfunction, fibromyalgia, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, pelvic pain, rash, tooth disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: unilateral occlusion (right tube occluded); on (B)(6) 2010: results: the left essure device might not be successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-mar-2019: new pfs received- event menorrhagia from unknown to recovered/resolved was updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.